Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Event description:
The customer reported the ventilator would not power up when plugged into ac power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer (fse) was unable to duplicate the reported problem. The fse reported the ventilator powered on via ac power. After run-in the fse observed the power supply cooling fan was not operating correctly. The fse replaced the power supply to address the reported problem. Applicable final testing was completed per operating specifications.